Event description:
It is reported that patient has had pain in hip area since surgery. Patient requires a walker to be able to sustain himself and to walk.

Manufacturer narrative:
Patient reported to have retained an attorney. No other information was provided. If additional information becomes available, it will be submitted in a supplemental report.